Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. E2403 - no clinical signs symptoms or conditions. A070603 - failure to charge. A141204 - pumping stopped. A160106 - defective alarm. There was patient involvement. A report was received from health canada's canada vigilance program which states, "my newly admitted patient was picked up in emerg and taken directly to MRI for a full scan. The patient had very strict parameters for hr and bp requiring 6-7 different infusions to maintain. Three critical care nurses set up the pumps and switched over the patient to the new pump in emerg before I transported him to scan. While in the scan one of the two pump brains suddenly alarmed red reading critical error and stopped working. I was unable to reset it and unable to switch over to the other brain as all channels were in use. The scan was stopped as I had to pull the patient out of the room and administer medication directly to maintain his blood pressure. A code was called at this point and help came with a new pump and re-established the infusions."

Manufacturer narrative:
Omit: a141204 - pumping stopped (1503). Correction : adverse type, date of event, event attributed to, describe event or problem, concomitant med prod data,type of reportable events, imdrf annex a and g codes.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. E2403 - no clinical signs symptoms or conditions. A070603: failure to charge. A141204: pumping stopped. A160106: defective alarm. There was patient involvement. A report was received from health canada's canada vigilance program which states, "my newly admitted patient was picked up in emerg and taken directly to MRI for a full scan. The patient had very strict parameters for hr and bp requiring 6-7 different infusions to maintain. Three critical care nurses set up the pumps and switched over the patient to the new pump in emerg before I transported him to scan. While in the scan one of the two pump brains suddenly alarmed red reading critical error and stopped working. I was unable to reset it and unable to switch over to the other brain as all channels were in use. The scan was stopped as I had to pull the patient out of the room and administer medication directly to maintain his blood pressure. A code was called at this point and help came with a new pump and re-established the infusions."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. E2403 - no clinical signs symptoms or conditions. A070603 - failure to charge. A141204 - pumping stopped. A160106 - defective alarm. There was patient involvement.